Event description:
It is reported that during orif surgery of the right hip on (B)(6) 2013 the nail was implanted without a problem but when the surgeon attempted to insert the helical blade, it would not advance more than half way. The surgeon tried different sleeves and then tried a different nail but the same thing occurred. After the second nail, they realized that there was an issue with the locking mechanisms after sterilization. Hospital chose to sterilize the tfn nails prior to procedure. The surgeon then inserted a new unsterilized nail and no further issues were noted. It is reported that surgery was prolonged 60 minutes. There was no adverse event to the patient reported. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.